Event description:
The sales rep reported that there was a problem with the handle during ordinary use with guidewire.

Manufacturer narrative:
Evaluation summary: evaluation revealed the guide wire pusher to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 2 years we presuppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The abraded material at the pinch and the deformed shaft indicate that the cone was removed with force. Most likely the cone was disassembled during cleaning by a mistake or due to a lack of training. However, although detachable the guide wire pusher is still functional. No discrepancies were detected during risk analysis review.

Event description:
The sales rep reported that there was a problem with the handle during ordinary use with guidewire.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.